Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 5554 implantable pacing lead 2007 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated a partial electrical reset.

Event description:
It was reported that during a routine device check of the implantable pulse generator (ipg), a device reset was confirmed. It was also noted that the implantable pulse generator (ipg) battery voltage was low. The ipg was reset upon reinterrogation and remains in use. No patient complications have been reported as a result of this event.